Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that the product is not manufactured at zimmer biomet warsaw. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined that the product is not manufactured at zimmer biomet warsaw. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: 65875505600, allofitâ® it alloclassicâ®, shell unk; 00877503602, biolox delta head, unk. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient with an allofit it ceramic bearing wanted an inlay change, because the implant makes noises. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: : UDI : (B)(4).

Event description:
It was reported that the patient's right hip was revised due to implant wear and noise made from implant. Articulation defect(ceramic articulation) - squeaking and start up lock were noted.